Event description:
During an in-clinic follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Abbott technical support was contacted and confirmed noise resulting in oversensing. The physician suspects lead damage, although it was not confirmed visually or via diagnostic imaging. No intervention was performed at this time. The patient was stable and will continue to be monitored..